Event description:
A supplemental report is being submitted to report the investigation findings, see h11.

Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction, the proximal connector kinked at the brown lead wire joint, the implant separated from the delivery system, and the heater coil windings stretched. The implant was not returned for evaluation. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used during the procedure was found to be flattened at 1cm from the distal tip, which may have caused or contributed to the reported complaint. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies difficult or delayed separation as potential complications associated with use of the device.

Event description:
The web device was reported to not detach. The web was physically detached by pushing it with the tip of the via microcatheter and finally achieving detachment. The detached embolization device was pulled slightly and placed with a slight protrusion into the parent vessel. However, rotational digital subtraction angiography determined that this protrusion was not problematic. The procedure was therefore completed successfully. No patient injury was reported.